Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: "inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration)."

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a skin irritation that occurred on (B)(6)2016. The sensor was inserted on (B)(6) 2016. Patient experienced a hive-like reaction with red, raised bumps located under the sensor, on the abdomen. Affected area is treated with triamcinolone acetonide 0.1%, prescribed approximately (B)(6) 2011. Patient's mother reported that the medication has been used over the course of 5 years and was prescribed for rashes for both the patient's continuous glucose monitoring system and pump set. No additional event or patient information was provided.